Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thorascopic surgery wedge resection, both reloads were not firing correctly. It started but stopped. The surgeon did not re-clamp or re-fire, but instead exchanged the reload for another of the same type and size. There was no patient injury.